Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 1.7, reference: 4.2, mean: 2.95, confidence limits: 1.8-4.2. The 2.7, 1.9 and 3.6 inr results were excluded from comparison test since the time between tests exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Data analysis revealed inratio inr result reported by end user did not meet accuracy criteria. No product is expected to be returned. Patient's condition is not available. It was revealed that the doctor withheld the patient's coumadin dosage. Accuracy testing of retained strips from a previous case revealed that the criteria for accuracy was met. There is no sufficient information to determine the cause of the customer's test result discrepancy. As of (B) (6) 2010, ten discrepant result complaints were reported for lot #225433 (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results for retained lot #225433. The allowable difference between the inratio inrs and sysmex inrs was calculated at least two out of three replicates for both samples of lot 225433 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.